Event description:
It was reported that a patient underwent a sling procedure. The patient experienced pain, vaginal burning and swelling, difficulty walking, constipation, inability to sit down for long periods and dyspareunia. No additional information was available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.